Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Both r series devices were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The devices were put through extensive testing including bench handling, impedance testing, battery testing, defibrillation testing, and environmental chamber testing without duplicating the report. An internal inspection of the devices found no discrepancies. Review of the device logs found no evidence of the report. The earliest log entry was from october 2023, indicating that the event date was overwritten due to continued use of the devices after the event. The devices were recertified and returned to the customer. It's important to mention that dual sequential shock is off label use of the product. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), two devices were being utilized to perform a dual synchronized shock for increased energy output. Both of the devices were damaged during the dual shock. No further information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.